Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect(s) of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the moderately calcified, moderately tortuous, 95% stenosed left anterior descending coronary artery. A 2 x 12 mm mini trek balloon dilatation catheter (bdc) was used for pre-dilatation, and a 2.75 x 23 mm xience xpedition stent delivery system (sds) was advanced. The stent was deployed at 10 atmospheres (atms), and a 2.75 x 12 mm nc trek bdc was used for post-dilatation at 18 atms. Afterwards, a dissection was noted, so a 2.75 x 15 mm xience xpedition stent was used to cover the dissection and successfully complete the procedure. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.